Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that preliminary log analysis found a cmos battery error occurring on the imaging system. To resolve the reported issue, the cmos battery was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect cmos battery has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system displayed "initializing please wait" and would not progress past the prompt. Restarting the system three times did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.